Event description:
It was reported that the pump's battery was depleting too quickly, leading to a pump shutdown. The shutdown caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high," though the highest value was unknown. The customer took corrective action by administering a correction injection manually and did not require third-party assistance. Technical support informed the caller that the way the pump was worn might be contributing to the battery issue and recommended wearing it differently. They explained that a software update would address the problem and provided guidance on both the update and interim preventive measures. The customer understood and acknowledged this information.